Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery oscillator device stopped working and heated up. It was further reported that the motor seized and was rough running. During service and evaluation, it was observed that the device had a rough running motor, and the control unit was damaged. It was also noted that the device failed pre-repair diagnostic tests for trigger function, function of the off/on/on mode, function of the trigger and electric control unit (ecu), and oscillation frequency. It was not reported if the device was used in surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.